Event description:
It was reported that the case is broken on the left side of the unit. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken and contaminated. It was also noted that the ring cover, two side bail covers, ring and two side bails were missing, and the battery release, lead flex cover, battery drawer, keyboard pad and battery drawer o-ring were contaminated.